Event description:
A malfunction was reported by the customer regarding the pump, with the same malfunction code recurring even after attempts to reset it. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing reset instructions and arranged for a replacement pump to be sent. The customer will use multiple daily injections (mdi) as a backup.